Event description:
It was reported that the lead dislodged. The physician was concerned that there may be tissue in the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. The inner insulation was kinked buckled. There was blood in/on helix/lobe mechanism and tissue on the helix. There was also apparent explant damage.